Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4)) involved in this event was returned to zoll circulation on (B)(6) 2012 and was analyzed. The reported problem was confirmed. The battery failed as soon as it was put into the charger. No battery data could be obtained when the battery was out into the battery tester. The battery will be scrapped. The customer has received a replacement. No adverse event was reported.

Event description:
Customer reports that when this battery is inserted into the new multi-chemistry charger, it would charge and then fault out in about 1 minute. Customer tried the other side of the charger and it did the same thing. Testing with other batteries were found to work with no problems.